Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (vitrectomy handpiece not working) is not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, an ophthalmic vitrectomy handpiece is not working. Procedure details and patient impact have not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).